Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life w/ moisture) issue; visible moisture behind the display screen with short battery life. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/24/2013 with the following findings: during evaluation, there was moisture behind display lens. The pump powered on with an audible tone, vibration and a blank display. A review of the pump history showed one replace battery alarm on 06/30/2013. There was no evidence of excessive battery usage observed in black box. A visual inspection of the battery compartment showed it to be intact. There was no evidence of moisture contamination inside battery compartment. The battery cap was able to fully tighten to the pump. A power loss was not observed. Evaluation revealed the pump case was cracked in upper right hand corner of the display area. A leak test shows leak at crack in pump case. The pump case was removed and evidence of moisture contamination was found inside pump, on motor flex cable and connector as well as on display flex cable and connector. Additional testing was not able to be performed due to the blank display and internal moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.